Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. There was no reported impact to customer's blood glucose. As event occurred in the past, cause of resistance could not be determined.